Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized to high blood glucose on november 18 2017. The customer¿s blood glucose level was 340 mg/dl at time of incident and current blood glucose level was 279 mg/dl. The customer¿s blood glucose level was below 300 mg/dl. The customer had symptoms fever, dry cough and body ache. The customer was treated in the bolused with the pump. The customer was wearing the pump at time of hospitalization. The customer stated that they had issues with the blood glucose. The customer alleges pump was under delivering, because customer had been continuously bolusing, but her blood sugar had not gone down. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.